Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) pump due to the ipp not working. Testing of the ipp revealed that the pump was dimpled and was then replaced. The procedure for using the pump was retrained to the patient and tested several times after surgery to complete the operation. After this operation, the patient got better.

Event description:
It was reported that this patient presented at the hospital because this inflatable penile prosthesis was not working properly. During subsequent testing, the pump was found to be dimpled. The pump was replaced, successfully activated, and the patient was instructed on proper device use. No patient complications were reported and it was noted that the patient recovered.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was unable to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump passed all tests performed. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.